Event description:
It was reported to the MFR that the vns pt went to the emergency room due to a seizure that paralyzed her right arm and right leg. It is unk if the paralysis was permanent or if the event was related to vns therapy. It is unk if any interventions were taken for the reported event. Diagnostic tests performed on the pt's device at implantation surgery revealed proper device function. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.